Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a bsc ID supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that premature deployment of stent occurred. A 28 x 3.50 promus premier¿ stent was selected to treat the lesion. During unpacking, it was noted that the stent appear to be partly inflated. The procedure was completed with another of the same device.